Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was confirmed end of life, it was stated patient lost therapy since (B)(6) 2022. Surgical intervention may take place at a later date.

Event description:
Additional information was received stating surgical intervention took place where the ipg was explanted and replaced. No complications and effective stimulation was restored post-op.